Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the pockets in the half-height cubie drawer were not detected on the communication bus. A field service engineer reseated the cable connections to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported that when using the pyxis medstation es system cubies in half-height cubie drawer 4.2 were not detected on the communication bus. The customer stated that there was a delay in dispensing medication and the user was able to get the medication from another working medstation. There were no adverse events or injuries reported based on this event.